Event description:
It was reported that the patient experienced a painful surgery with an unspecified erectile restoration device. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of pain is a known risk associated with implants of pelvic health devices as indicated in the instructions for use (IFU) for the ambicor, tactra, ams 800, advance sling, ams 700 and spectra. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a painful surgery with an unspecified erectile restoration device. No additional information was reported.